Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The monitor was returned and evaluated at the distributor, in accordance with recommendations from zoll manufacturing. The reported problem (won't power on) was confirmed. As received, the monitor would not power on. The cause of the failure is contamination on the j502 connector on the computer / analog board (ca). The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the contamination.

Event description:
A us distributor contacted zoll to report that a patient's monitor would not power up